Event description:
It was reported that a physician's dell x50 handheld device would not turn on. The handheld was plugged in over the weekend; however, the power light on the handheld never turned green and attempts to turn on the handheld while plugged in where unsuccessful. The physician stated, he keeps the handheld in his office at all times. The connections all appeared to be secure and the handheld has not been dropped. A replacement handheld was sent to the physician and good faith attempts to obtain the dell x50 in question have been unsuccessful to date.